Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained of 496, 328 and 473 mg/dl. The customer's expected fasting blood glucose test result range is 100 to 180 mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 458 and 470mg/dl using true track meter. The test strip lot manufacturer's expiration date is 04/19/2018 and open vial date is within the month of (B)(6) 2016. The meter memory was reviewed for previous test result history: the 202mg/dl (B)(6) 2016 06:42 am fasting: yes, the 496mg/dl (B)(6) 2016 09:37 pm fasting: yes, the 236mg/dl (B)(6) 2016 06:32 am fasting: yes, the 328mg/dl (B)(6) 2016 02:04 am fasting: yes, the 473mg/dl (B)(6) 2016 06:57 pm fasting: yes. There have not been any changes in his diet and exercise and that is why he is concerned since the results are high.